Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were discrepancies between his blood glucose and sensor glucose readings. The patient did not report any specific sensor glucose readings but stated that while working in a wood shed he received an alert of his decreasing blood glucose. He kept working and his blood glucose dropped to 49 mg/dl. The customer was suspect of the sharp decline in his blood glucose value, and he was advised that the decrease may be possible depending on the difference between his blood glucose and sensor glucose. Further assistance was declined; no products were returned or shipped.